Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient had had overactive bladder issues but since the trial had had retention issues. The retention started ¿almost immediately¿ after the trial began. The reporter indicated that ¿it was helping the patient with his getting up at night, but it was almost working too well.¿ it was noted that the patient had changed settings but was still having issues. The device was reportedly shut off for two days but the patient still had problem voiding. The patient however recently saw a difference when he shut it off and was able to go to the bathroom. The reporter was meeting with the patient¿s healthcare provider and was wondering if the medications could be the ¿culprit¿ as the patient had surgery in the past where he had¿issues¿ after the anesthesia was administered. Two days later, it was reported that impedance testing could not be done as the patient was undergoing a staged test. No x-rays were ordered. The patient was still having difficulty voiding with the device turned on. When the device was shut off, the patient was able to void within a short period of time. The manufacturer¿s representative switched settings and was going to be following up later on during the day. Additional information received on 2014-01-02 reported that the test lead was removed. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available..